Event description:
It was reported to boston scientific corporation that a rotatable oval snare was opened during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, when the user removed the snare from its package it was noted that the cautery pin had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) cautery pin detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was opened during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, when the user removed the snare from its package it was noted that the cautery pin had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the cautery pin detached from the handle; no other issues were noted. The device extended and retracted according to specifications during functional testing. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. However, review and analysis of all available information failed to indicate a probable root cause for this event an investigation was initiated to address this failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.